Event description:
Limited information is available regarding this event. The md inserted the sheath and as the iab was being inserted through the sheath the md noticed it was torn. The iab was removed and another one was inserted without incident. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.